Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, noise was observed. All real time measurements were stable and in-range. Technical services reviewed the session records and noise appeared to be of non-physiologic origin, and amplitude was too large to program around. Lead revision was recommended. Noise was not reproducible in clinic. Patient has a complicated history so lead extraction surgery could not be performed. Tachy therapy was turned off. Patient is doing fine.